Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 16mm x 3.00mm taxus element stent delivery system was being advanced to the target lesion; however, resistance was encountered before it reached the lesion. The device was removed from the patient's body intact. The middle of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 16mm x 3.00mm taxus element stent delivery system was being advanced to the target lesion; however, resistance was encountered before it reached the lesion. The device was removed from the patient's body intact. The middle of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with no stent on the balloon. The stent was not returned for analysis. Solidified contrast media was present inside the balloon and within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. From the condition of the balloon it was not possible to see the stent impressions. The hypotube was kinked 910mm distal to the catheter's strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).